Event description:
Procedure: gastrectomy. According to the reporter: after surgery, a minor leak occurred from the duodenum. The patient's hospital stay was prolonged, but the patient status is reported as ok.

Manufacturer narrative:
(B)(4).